Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be conclusively identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-h185, cf-h185l/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif-h185, cf-h185l/I reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had air/water flow issues from the air/water system. There was no report of patient harm. The device was returned, evaluated, and a white-colored foreign material similar to a cleaning agent residue was found clogging the nozzle. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: the bending section cover glue was cracked; there was a chip on the plastic distal end cover; the universal cord had buckling; the electrical contacts of the plug unit were damaged; the charged coupled device units had a grainy image (slightly); and the angulations were out of specification. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.